Event description:
It was reported that several episodes of non-sustained oversensing due to oversensing were observed. Lead damage suspected. The physician decided to turn on the patient alert for nso episodes and to increase the vt and vf intervals. Patient condition was good. Device remains implanted.